Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels. Blood glucose (bg) levels went high and were happened during the morning hours. Bg level was over 500 mg/dl. Mother said she gave customer 6u bolus. She then waited 1 hour and half and bg levels were not going down, bg level was 456 mg/dl. Mother gave another 4.6 bolus went down to a bg of 415 mg/dl. Mother then took the pod off and noticed a kink/bend in the cannula. The pod was worn for 24 to 36 hours on the leg.